Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, the patient experienced a suspected infection at the implant site. The patient underwent multiple surgical procedures (specific dates not reported) to clear infection; however, the issue was not resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report january 6th, 2016.

Manufacturer narrative:
The initial report filed january 6th, 2016, not january 6th, 2015 as previously stated. Device remains implanted.

Event description:
Per the clinic, the patient experienced a suspected infection at the implant site. The patient underwent multiple surgical procedures (specific dates not reported) to clear infection; however, the issue was not resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report january 6th, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report filed february 12th, 2016.

Manufacturer narrative:
This report is filed (B)(4) 2016.

Manufacturer narrative:
This report is filed april 6, 2016.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 29, 2016.